Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 5 in the mouth, it had not yet achieved osseointegration in type iii bone. Clinician reports mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 5 in the mouth, it had not yet achieved osseointegration in type iii bone. Clinician reports mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).